Event description:
Event description boston scientific received information that two weeks post implant, a revision procedure was performed and this lead was repositioned. No adverse patient effects were noted.